Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2008 captures the reportable event of the unretrieved stent within the patient's anatomy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to treat an infection during a procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, while the physician was releasing the stent from the catheter, the stent was inadvertently pushed into the collection. The stent was left inside the patient, and a second axios stent was implanted to complete the procedure. Reportedly, the physician does not plan to remove the first stent, as the patient is doing well and no adverse effects have been noted. There were no patient complications reported as a result of this event.